Manufacturer narrative:
Additional reporter: (B)(6). The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a microclave clear neutral connector where it was stated in the report that "a microclave that was on a peripherally inserted central catheter (PICC) line cracked and broke into two pieces. The line was being gently tightened prior to patient transfer when the issue was noted. There was patient involvement, but no adverse event reported.

Manufacturer narrative:
Received one (1) used mc100 microclave for inspection. The threads of the male luer were broken from the microclave. Examination of the break showed cold form damage. The reported complaint can be confirmed. The probable cause is unknown. No mating devices were returned for inspection.